Event description:
During rasping in the surgery for bipolar, a diaphyseal fracture occurred. The decision was made to wind the cable, and a distributor-purchased dole miles instrument was used. After winding the cable and attempting to tension it with a single side tensioner, the tension was not applied when the handle was turned. Other methods were considered, but ultimately the surgeon chose to apply tension manually. After the surgery, the sales rep checked with the distributor when the instrument was repaired and checked, and found that it had been repaired three years ago, and the last time it was checked for operation was one year ago. After wiring, a number 6 of accolade 132° was inserted and several head trials were performed, but the stem settled. The surgeon decided to replace it with no. 7 and inserted it, but there was concern about fixation, so he applied cement and inserted the stem, understanding that this was contraindicated. The patient's condition subsequently deteriorated and cardiopulmonary arrest occurred during closure of the wound, and cardiac massage was performed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.